Event description:
According to the customer, as surgical tech was donning surgeon left glove broke at cuff as they were trying to open it.

Manufacturer narrative:
According to the customer, as surgical tech was donning surgeon left glove broke at cuff as they were trying to open it. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.